Event description:
The reported event was that a valleylab ft10 generator did not fire. The issue was resolved by replacing the generator. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).